Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue occurred, and the procedure was completed normally without incident. The philips remote service engineer (rse) analysed the system remotely and confirmed that unable to process images due to an image disk problem. After reviewing log file, rse found that the hard drive that saves the images was faulty. The philips field service engineer visited onsite found the disc bay is faulty. The cause of the x ray pc failure could be determined by the supplier's part analysis and failure component was hdd bay. To resolve the issue fse replaced x-ray pc, and the 2 hard drives. After the x-ray pc replacement, the system is returned to good working condition. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to acquire images due to an image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.